Manufacturer narrative:
Philips has investigated this complaint. The system was in clinical use for diagnostic purpose and the procedure was completed using frontal x-ray. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. Analysis of log file revealed that the system encountered frontal image processing pc malfunction. The lateral hard disk drive was replaced, and the image store was recreated on lateral plane. However, the system still showed low disk space error. The service engineer recreated the image store for frontal plane for resolving the issue. After this repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer received low disk space errors on both frontal and lateral planes. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.